Event description:
The the female luer lock disconnects very easily from the part that connects to the syringe/tubing. More concerning, however, is that while a patient was receiving IV fluids, the plastic tubing that connects to the luer lock seemingly broke off. There should be no loose attachment at this spot.

Manufacturer narrative:
It was reported that the the female luer lock disconnects very easily from the part that connects to the syringe/tubing. More concerning, however, is that while a patient was receiving IV fluids, the plastic tubing that connects to the luer lock seemingly broke off. There should be no loose attachment at this spot. This is difficult to describe without a demonstration, and we based this finding on testing the product ourselves. We found that typically, twisting the luer lock end off requires purposeful effort because it is not designed to detach under normal circumstances. However, with this particular lot number, even a slight tug caused it to disconnect very easily. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.